Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained discrepant high results for 12 patient samples using the elecsys troponin t stat assay (tnt-stat) on the cobas e 411 immunoassay analyzer. Of the 12 samples, only the results for seven of the patient samples were provided and released outside of the laboratory. Corrected reports were issued. Refer to the attachment of this medwatch for all patient data. There was no allegation that an adverse event occurred. The tnt-stat reagent lot number is 176452 with an expiration date of 12/31/2017. Calibration was acceptable prior to the event. The samples had no clots or fibrin present. The recommended rack adapters were not used with the sample tubes. The field service representative noticed that the customer had both the in-use and standby packs on-board the analyzer. Quality controls (qc) had been performed on the reagent pack in use, but not on the standby pack. When the instrument began using the standby pack, the erroneous results occurred. The customer noticed the issue, replaced the standby pack, and discarded the original. The customer performed qc on the new pack which was acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause of the issue is an unknown problem (e.g., bubbles, foam) with the standby pack and/or not enough clotting time for the samples. Since the pack was discarded by the customer, it is not available for further investigation. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, insufficient maintenance, or contamination of the environment with the analyte.